Manufacturer narrative:
A follow up was performed with the service engineer (se), and it was reported that the device had been tested, and all ranges were within limits. The se reported that the device did not experience any malfunctions during the tests.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a "low leak - co2 rebreathing risk" alarm. It is unknown if the device was in use on a patient at the time of the event. There was no patient or user harm reported.